Event description:
A tech reported an intraocular lens (iol) was implanted due to the pt experienced intolerable glare. Add'l info was received from the ophthalmic assistant who reported the pt also experienced doubling or shadowing of images since surgery. Approx four weeks after the implant surgery, posterior capsule opacification (pco) was observed and a yag capsulotomy was performed. Eight months after the initial surgery, a limbal relaxing incision (lri) touch-up was also performed (an ari had been done during the initial implant surgery). The assistant reported the lens was exchanged for a monofocal lens.

Manufacturer narrative:
Eval summary: the lens was returned and haptic and optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported "intolerable glare". The focal length and resolution were within specs. While we were unable to determine the root cause of the observed damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts were made to obtain add'l info on (B)(4) 2012, by fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).